Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 521 mg/dl. The customer was admitted to (B)(6) hospital on (B)(6) 2015. The customer was treated in the hospital with an IV drip. The cause of hospitalization as per healthcare provider was diabetic ketoacidosis. The customer has not been released yet . The significant events leading to the hospitalization si button error on the insulin pump. The troubleshooting for button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump per healthcare provider instructions.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.